Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer declined to load a new cartridge and requested a supervisor, leading to a transfer to customer support, which subsequently closed the case.